Event description:
Customer reported that while the restraint was in use with a pt the hook and loop tore from the material. The restraint was laundered before it was put in use. The hospital washes them at high-degree temperatures up to 170 degree f. They dry them at low temperatures. Customer did not have any pt info and no injuries were reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. The instructions for use state that before each, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as they may allow pt to remove cuff. Discard if device is damaged. (B)(4).